Event description:
It was reported the patient was being seen by their health care provider (hcp) for an unrelated surgery on the day of the call. The health care provider (hcp) and manufacturer representative both tried to connecting to the patient¿s device and did not get any telemetry and an over discharge was suspected. The patient had not used their stimulation in over a year. The patient noted no using their stimulation because it was ¿not working¿.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).